Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 400 mg/dl, 97 mg/dl, and 95 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It is reported that the pt had to be revised due to the failure of the tibial component. Loosening and pain were also reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.